Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm when inflated for 30 seconds upon first inflation. The device was removed without problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.